Manufacturer narrative:
(B)(4). Corrected data: however, the left (os) eye showed the lens in good position and with good vault; but the surgeon noted refractive surprise (lot of residual astigmatism). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter reached out to us asking for assistance with calculations for a toric- icl case in which the patient had surgery in (B)(6) on (B)(6) 2016. The patients post-op in the (od) right eye checked out perfect however the (os) left eye showed the lens in good position and there was good vault but there was a lot of residual astigmatism present. The reporter stated that the patient's outcome in the (os) left eye was -2.25 astigmatism. The reporter stated that they needed us to calculate if they could rotate the icl to help alleviate some of the residual astigmatism as laser vision correction was not a great option due to patient's corneal condition. A rotation was provided to the reporter and they were able to perform surgery on (B)(6) 2017. The reporter indicated that they would let us know on the patients one week follow up what the outcomes of the procedure are. Additional information has been requested for this case. If additional information is received a supplemental medwatch report will be submitted.